Manufacturer narrative:
(B)(4). Final analysis found insulation damage at 24.0-24.8cm from the connector pin, consistent with clavicle crush. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.